Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the driver broke off inside the patient. Surgeon was able to retrieve the broken piece. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device visually confirmed the driver tip is broken. Fracture surface examination noted an acutely angulated fracture surface, with nearly horizontal river lines and no indication of torsion or fatigue. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.